Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and wound breakdown in december 2021. The recipient underwent medical treatment and debridement, however, the issue did not resolve. The recipient underwent another debridement on (B)(6) 2022. The recipient presented with wound breakdown once again in september 2022 but did not respond to dressing and additional intense medical treatment. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient's infection reportedly resolved and recovered from surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.